Event description:
As reported: "a revision surgery had to be performed using synthes. The patient had to have another surgery. The plate failed according to surgeon and a locking screw pulled through the pangea distal humerus plate. A synthes plate was used for the revision".

Manufacturer narrative:
Correction - please refer to h6 device code. The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned plate could be confirmed based on the catalog number and lot number marked. The second and fourth most distal universal holes exhibit equal signs of damage, providing consistent evidence that not one, but two screws have pulled through the plate. The threads of both holes are significantly worn and flattened. Furthermore, the deformation observed on the underside of the plate, directly beneath these holes, is consistent with damage caused by screw migration. The returned locking screws and plate were tested. The screws did pass through the two locking holes in question, confirming the reported event. It must be noted that no issue was observed when other plate holes were tested. The scratches visible on the plate surface occurred most likely during the explantation. It should be noted that more detailed information about the event, as well as x-ray images, would have been necessary to conduct a complete investigation. The exact root cause of the incident could not be determined. During the device inspection, it was not possible to confirm any user-related error, such as misdrilling, over-torque, or screw angulation outside the minus 15 degree to 15-degree range, that could explain the incident. However, such factors also cannot be ruled out. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "a revision surgery had to be performed using synthes. The patient had to have another surgery. The plate failed according to surgeon and a locking screw pulled through the pangea distal humerus plate. A synthes plate was used for the revision".